Event description:
It was reported that the pump battery was declining rapidly. There was no reported adverse impact to the customer's blood glucose level. The customer was in the process of obtaining a new device and declined further follow-up from technical support.